Event description:
Technician alleged he was getting a high ground resistance reading.

Manufacturer narrative:
Technician replaced failed power plug. There was no visible damage. No reported injuries.